Manufacturer narrative:
The device was returned except for the sealant and the advancer tube. The device was visually inspected and it showed that the shuttle cartridge was engaged to the handle. It was also observed that the balloon tip was inverted. No other discrepancies were noted. Based on the information received and the investigation performed, the cause of the reported failure to achieve hemostasis could not be determined a review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci clinical specialist (cs) that an (B)(6) male patient who (B)(6), underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. The patient has a history of hypertension and his bp prior to the procedure was reported to be 160/80 mmhg. Access was obtained at the right common femoral artery (rcfa) via a 6f sheath. A pre-procedure femoral angiogram revealed the artery size to be 6-7 mm and there was no evidence of peripheral vascular disease (pvd). Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the physician shuttled down and positioned the sealant at the arteriotomy. The physician advanced the advancer tube 2 markers to secure the sealant and then applied a light fingertip compression at the access site. When the advancer tube was removed, it was observed that there was oozing from the access site. The physician deflated the balloon, removed the device and immediately applied 15 minutes of manual compression, however an acute hematoma measuring 4x4 cm started to form at the access site. An additional 15 minutes of manual compression resolved the hematoma. The patient was ambulated and was discharged to home the same day with no reported clinical sequela. No further information was provided.